Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient called in that they will be getting an MRI with the machine on their back, but they don't have the equipment to charge their implant. Patient mentioned that 3 months ago they received a call from manufacturer that their implant battery is completely dead. Patient also mentioned that they will have the implant remove schedule on may 6. Patient commented on the beginning of the call that they are upset, not a happy camper with the stimulator. Patient also mentioned that they had 4 back surgeries but did not specify if it was something related to implant. Patient only wanted to make sure that implant is turned off prior to having MRI before their surgery. Patient confirmed with the agent that they don't have any idea where the ac power cord and the controller, they only have the recharger/paddle. Patient mentioned that they received a phone call early in the morning from a manufacturer but patient did not know who the caller was. Caller advised the patient to charge the implant before going to MRI however patient mentioned that they stopped using the stimulator for 3 years and commented that stimulator was not nothing but a pain. Patient clarified with the agent that they stopped using the stimulator because it was not treating them anymore. The caller was redirected to sunmed for the replacement of the controller. Agent sent a request to replace the ac power cord supply.